Event description:
Patient presented with pain and decreased range of motion. X-ray revealed loose metaglene. Revision surgery occurred.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A review of device history and sterilization records finds no related manufacturing deviations or anomalies. The investigation can draw no conclusions with the information provided. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.